Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was allegedly moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display screen and no visible damage to the keypad cover. During testing, the keypad buttons could not be investigated due to failed display screen. The keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the black box history could not be downloaded fully due to moisture in the ir window. The pump powered on to an unreadable display with functioning auditory and vibratory settings. Also unrelated, the pump case was observed to be cracked. The leak test failed due to cracked pump case. The pump was opened and moisture and corrosion was observed on all the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.